Event description:
Revision surgery required. X-rays at the time of presentation on (B)(6)2019 demonstrates ¿bird beak¿ appearance. During surgery, I was confident that: the failure was at the trunnion. The taper lock mechanism had failed. The head had separated from the neck and lying separately. The amount of erosion in the trunnion (femoral neck) had damaged the morse taper mechanism significant enough that the only sensible option was to safely remove the well-fixed femoral stem via extended trochanteric osteotomy. The stem could not be retained using a sleeve. The femoral neck was too deformed.

Manufacturer narrative:
An event regarding disassociation & wear involving an unknown head was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty using a cementless accolade stem with a cementless acetabular cup and polyethylene liner with subsequent head neck disassociation with deformity and loss of volume of the femoral trunnion since I was able to see an x-ray with these findings. While the event summary mentioned explant on (B)(6) 2019, I cannot confirm this because I have no office notes, operation notes or post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation with deformity and loss of volume of the femoral trunnion are multifactorial, including surgical technique, especially in the way the femoral head and femoral trunnion is prepared and inserted, patient factors including lifestyle, activity level and bmi, and implant factors." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to wear and disassociation. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient underwent a primary total hip arthroplasty using a cementless accolade stem with a cementless acetabular cup and polyethylene liner with subsequent head neck disassociation with deformity and loss of volume of the femoral trunnion since I was able to see an x-ray with these findings. While the event summary mentioned explant on march 7, 2019, I cannot confirm this because I have no office notes, operation notes or post revision x-rays. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of head neck disassociation with deformity and loss of volume of the femoral trunnion are multifactorial, including surgical technique, especially in the way the femoral head and femoral trunnion is prepared and inserted, patient factors including lifestyle, activity level and bmi, and implant factors." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery required. X-rays at the time of presentation on (B)(6) 2019 demonstrates ¿bird beak¿ appearance. During surgery, I was confident that: the failure was at the trunnion. The taper lock mechanism had failed. The head had separated from the neck and lying separately. The amount of erosion in the trunnion (femoral neck) had damaged the morse taper mechanism significant enough that the only sensible option was to safely remove the well-fixed femoral stem via extended trochanteric osteotomy. The stem could not be retained using a sleeve. The femoral neck was too deformed.